Event description:
The hcp reported impedance readings of > 2000 ohms with therapy and > 2000 on bipolar pairs. Further troubleshooting was limited as the pt had left the clinic. Additional information has been requested; a f/u report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4)